Event description:
It was reported that catheter break occurred. The 70% stenosed target lesion was located in the flat and straightly tortuous and severely calcified proximal deep venous thrombosis of right lower extremity. An angiojet solent omni was used for thrombectomy procedure. During the procedure, it was noted that the catheter was fractured and was leaking liquid, and the waste bag was full of blood. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter details: (B)(6).